Event description:
The following has been reported: nurse reported: patient was about to receive fludarabine for their car-t chemotherapy and rn who started the pump noticed that there was blood backflowing into the tubing and then it started to leak out of the clear plastic circular piece that is above the connection point of the tubing. On (B)(6) 2025- nurse reported: I do not have any other information for these events. A preliminary review identified the following issue: backflow into primary or secondary an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The possible backflow may have occurred when the clinician did not placed the solutions at the same height or significantly below the patient's position, gravity could have caused the solutions to flow back into the bag. However, a sample or additional evidence and information is needed in order to determine the exact root cause. The potential root cause of the reported leak at the rotating luer lock could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to determine the exact root cause. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.